Event description:
A surgeon reports that a patient is complaining of seeing "shafts of light". The symptoms were identified following an intraocular lens implant in 2000 and resolved over the next month. The patient had a second intraocular lens implant later in 2000. Following the second surgery, the patient reported seeing "shafts of light" from both eyes. The symptoms have persisted for both eyes following intraocular lens implant for the second eye. Treatment with pilocarpine did not relieve symptoms. The patient has agreed to wait another two months before deciding if patient wants the lenses removed. Two 3500a reports have been prepared, one for each lens. This report is for the first implanted lens. The report for the second lens is MFR. Report # 1119421-2001-00319.

Event description:
Additional info provided by the reporting surgeon indicates the pt has problems with vitreal floaters, which may be contributing to the reported problems. In certain lighting conditions, the pt states that holding her hand above her eyes relieves some of the glare she is experiencing.